Manufacturer narrative:
(B)(4): physio-control determined the cause for the intermittent failure to be a broken front case assembly stand off for the speaker assembly hold-down spring. The spring was able to move freely and causing an intermittent electrical short on the system pcb assembly. Physio replaced the front case assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.

Event description:
The customer reported that the device failed the user test. Physio-control evaluated the device and found that it would intermittently fail to deliver defibrillation therapy. There was no patient use associated with the event.